Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, resulting in signal loss to the pump despite guidance to unlock the pump, navigate cgm settings, toggle settings, and reenter the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and pump with an intermittent communication failure related to the electrical and magnetic communication pathway and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.